Event description:
It was reported that a female patient underwent revision breast augmentation with unknown size unknown gel implants smooth and experienced capsular contracture; baker grade iii on her right side. As a result, the patient is scheduled for replacement surgery on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).